Manufacturer narrative:
Implant date: the implant was originally placed on an unknown date in (B)(6) 2006. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient called asking about the material composition of the titanium one-third tubular plate (7 holes) and 3.5mm cortex screws. Patient has two-7 hole plates and a total of 14 screws implanted in the tibia and fibula. Due to stiffness in her ankle a ¿clifford¿ test was performed to determine possible allergies. The patient and doctor want to cross reference the results of that test with the material composition of the implants to determine if the plates and screws have anything to do with the reported stiffness and whether it needs to be removed/ replaced. The date of original implant was april 2006. This report is 13 of 16 for (B)(4).